Manufacturer narrative:
Evaluation summary: it was reported that the pt was uncooperative to treatment post-op, possibly accounting for why the screws backed out. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
The implant was implanted on (B) (6) 2009. The post-op x-rays show that the fracture was well reduced and the locking screws were locked into the plate. The surgeon also followed the procedure as taught by the surgical technique by using the metaphyseal jig, followed by inserting a 3.5mm standard jig sleeve and thread the 2.7mm standard cannula into the plate. Next, he proceeded to drill and locked the locking screws using the similar technique on the proximal humerus. On (B) (6) 2009, an x-ray was repeated on the pt, and it was discovered that the proximal locking screws had backed out of the plate. The pt has no sign of infection, is not osteoporotic, and has no known medical problems. Pt was still warded in the hosp when the incident happened and was noted to be uncooperative to post-op instruction. Therefore, the implants were removed on (B) (6) 2009. The implants were not returned as the hosp staff discarded them after they were removed.